Event description:
It was reported that the pin fell out of the tip of the instrument. Although the instrument was used intraoperatively, no patient complications were reported.

Manufacturer narrative:
(B) (4): device was returned to the manufacturer for evaluation. The visual examination shows that the lower jaw pivot pin is missing and crack is present at upper right side of pivot pin hole. The pivot pin was not returned for analysis. The location, direction, and amount of force required in order induce fracture of the shaft is consistent with application of excessive force, resulting in the foregoing event. The observations are consistent with misuse, resulting in the foregoing event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.